Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5072609) on 18-oct-2017. The most recent information was received on 13-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel and cobalt allergy"), appendicectomy ("had her appendix removed (it did not rupture)"), pelvic pain ("crippling pain throughout the lower pelvic area, but primarily around the right ovary/pain was constant and continued to increase"), pelvic adhesions ("large number of fibrous adhesions connecting organs throughout her pelvic region"), haemorrhagic ovarian cyst ("well-formed bleeding cyst in the ovary") and ovarian adhesion ("adhesions covering the ovary and tube") in a female patient who had essure (batch no. 627759) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec) and metformin. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient underwent appendicectomy (seriousness criterion medically significant) with abdominal pain lower, the first episode of abdominal distension ("overall bloating"), feeling abnormal ("increasing brain fog") and fibromyalgia ("fibromyalgia-like pain throughout her body"). In 2009, the patient experienced appendicectomy (seriousness criterion medically significant) with abdominal pain lower, the first episode of abdominal distension ("overall bloating"), feeling abnormal ("increasing brain fog") and fibromyalgia ("fibromyalgia-like pain throughout her body"). In 2011, the patient experienced pelvic adhesions (seriousness criterion medically significant) and the second episode of abdominal distension ("omentum was swollen"). In 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required) with pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), hypersensitivity ("allergic reactions to other substances also worsened"), depression ("deep depression"), scar ("scar tissue across her entire abdomen"), hormone level abnormal ("hormone and fsh levels are that of a woman in menopause"), blood follicle stimulating hormone abnormal ("hormone and fsh levels are that of a woman in menopause"), abdominal pain lower ("if I rubbed my hand in my lower stomach it felt like someone was taking a glove with needles and scrapping it accross an internal sunburn") and post procedural complication ("pelvic dysfunction that was a result of the hysterectomy"). The patient was treated with surgery (abdominal partial hysterectomy with removal of remaining fallopian tube and both essure devices), surgery (exploratory laparoscopy in 2011), surgery (lysed fibrous adhesions and removed her right fallopian tube and ovary in 2012) and palliative care (pelvic massage therapy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fibromyalgia and hypersensitivity was resolving and the appendicectomy, pelvic pain, pelvic adhesions, haemorrhagic ovarian cyst, ovarian adhesion, feeling abnormal, the last episode of abdominal distension, depression, scar, hormone level abnormal, blood follicle stimulating hormone abnormal, abdominal pain lower and post procedural complication outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, appendicectomy, blood follicle stimulating hormone abnormal, depression, feeling abnormal, fibromyalgia, haemorrhagic ovarian cyst, hormone level abnormal, hypersensitivity, ovarian adhesion, pelvic adhesions, pelvic pain, post procedural complication, scar, the first episode of abdominal distension and the second episode of abdominal distension with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: at the time of this report, was 90 percent resolved, however was currently being evaluated for early menopause. She mentioned hospitalization, disability/permanent damage and required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: nickel and cobalt allergy. Hysterosalpingogram - in 2009: both tubes has closed . In 2011 the same doctor that placed the essure performed na exploratory laparoscopy thinking she would find endometriosis. Instead, she found a large number of fibrous adhesions connecting organs throughout her pelvic region. Her physician was able to separate her omentum but had to back out due to possible excessive bleeding if she lysed any more adhesions. In 2012 pathology showed adhesions covering the ovary and tube, as well as a well-formed bleeding cyst in the ovary. The right essure remained. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-feb-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5072609) on 18-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel and cobalt allergy"), appendicectomy ("had her appendix removed (it did not rupture)"), pelvic pain ("crippling pain throughout the lower pelvic area, but primarily around the right ovary/pain was constant and continued to increase"), pelvic adhesions ("large number of fibrous adhesions connecting organs throughout her pelvic region"), haemorrhagic ovarian cyst ("well-formed bleeding cyst in the ovary") and ovarian adhesion ("adhesions covering the ovary and tube") in a female patient who had essure (batch no. 627759) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec) and metformin. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient underwent appendicectomy (seriousness criterion medically significant) with abdominal pain lower, the first episode of abdominal distension ("overall bloating"), feeling abnormal ("increasing brain fog") and fibromyalgia ("fibromyalgia-like pain throughout her body"). In 2011, the patient experienced pelvic adhesions (seriousness criterion medically significant) and the second episode of abdominal distension ("omentum was swollen"). In 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, disability and intervention required) with pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), hypersensitivity ("allergic reactions to other substances also worsened"), depression ("deep depression"), scar ("scar tissue across her entire abdomen"), hormone level abnormal ("hormone and fsh levels are that of a woman in menopause"), blood follicle stimulating hormone abnormal ("hormone and fsh levels are that of a woman in menopause"), abdominal pain lower ("if I rubbed my hand in my lower stomach it felt like someone was taking a glove with needles and scrapping it across an internal sunburn") and post procedural complication ("pelvic dysfunction that was a result of the hysterectomy"). The patient was treated with surgery (exploratory laparoscopy in 2011, lysed fibrous adhesions and removed her right fallopian tube and ovary in 2012, abdominal partial hysterectomy with removal of remaining fallopian tube and both essure devices) and palliative care (pelvic massage therapy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fibromyalgia and hypersensitivity was resolving and the appendicectomy, pelvic pain, pelvic adhesions, haemorrhagic ovarian cyst, ovarian adhesion, feeling abnormal, the last episode of abdominal distension, depression, scar, hormone level abnormal, blood follicle stimulating hormone abnormal, abdominal pain lower and post procedural complication outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter provided no causality assessment for abdominal pain lower, appendicectomy, blood follicle stimulating hormone abnormal, depression, feeling abnormal, fibromyalgia, haemorrhagic ovarian cyst, hormone level abnormal, hypersensitivity, ovarian adhesion, pelvic adhesions, pelvic pain, post procedural complication, scar, the first episode of abdominal distension and the second episode of abdominal distension with essure. The reporter commented: at the time of this report, was 90 percent resolved, however was currently being evaluated for early menopause. She mentioned hospitalization, disability/permanent damage and required intervention as event outcome, however she did not specify it. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: nickel and cobalt allergy hysterosalpingogram - in 2009: both tubes has closed in 2011 the same doctor that placed the essure performed an exploratory laparoscopy thinking she would find endometriosis. Instead, she found a large number of fibrous adhesions connecting organs throughout her pelvic region. Her physician was able to separate her omentum but had to back out due to possible excessive bleeding if she lysed any more adhesions. In 2012 pathology showed adhesions covering the ovary and tube, as well as a well-formed bleeding cyst in the ovary. The right essure remained company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.